Manufacturer narrative:
G4: 09nov2020. B4: 10nov2020. The unit was return for bench repair. The service technician inspected the device and confirmed the reported issue. The service technician replaced the central processing unit (cpu) the unit was tested and all test passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:06feb2021. B4:08feb2021. A central processing unit was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to a component (ls1). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
It was reported that when powering on the unit, the ventilator had a backup alarm failed error code. There was no patient involvement.